Event description:
It was reported that during the implant procedure on (B)(6) 2024 the sensor was initially released in a 9mm vessel but was then dragged proximally near the main branch of the pulmonary artery due to a prolapsed tip on the wire. The following day it was found that the sensor had migrated to the right ventricle. An right heart catheterization was performed on (B)(6) 2024 to extract the sensor and implant a new one. The sensor was successfully extracted and there were no adverse consequences reported. The patient is transmitting physiological readings with the new device.

Manufacturer narrative:
No device analysis results are available because the devise was discarded by the customer. Sensor migration was confirmed via fluoroscopy during the follow-up right heart catheterization. Per the information received from the customer it is possible that the distal nitinol loop would not be able to provide sufficient passive pressure to anchor the sensor. The rep confirmed that sensor y9ahk8 was initially deployed in a 9 mm wide vessel and was then dragged proximally near the main pulmonary artery by the guidewire due to a prolapsed tip of the guidewire. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.